Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. Customer loaded new cartridges to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.